Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Upon troubleshooting, the fse found that the f10 on mpd control unit is blown. Part analysis for defective part found the failed component of the 'mpd control unit'. Fse replaced the mpd control board and fuse. After replacing the mpd control board and fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.